Manufacturer narrative:
The patient was also the initial reporter. Personal information was not entered.

Event description:
An ambulance was called because the customer had passed out from hypoglycemia. His contour next link had given him results that indicated his blood glucose was high. His readings are sent to a pump. When the emts arrived they retested his blood and instructed the customer's wife how to give him a glucose injection. No additional information was provided. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.